Event description:
A 500ml primary bag of heparin was set at 3pm to infuse at a rate of 10-20ml/hr. At 8 a.m. The following day, the pump read 250ml had infused when only about 50ml were gone from the bag. No pt injury was associated with this report and no medical intervention was required.